Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient started exercising again and noticed they would have to increase stimulation for effectiveness since three months ago; it has gradually worsened. They tried all four programs in the past two weeks, but nothing is working. As a result of what was reported, the patient was redirected to the healthcare provider (hcp) to have the ins and lead checked and to discuss symptoms. The call center reviewed that they should start over and try each program for 1-2 weeks to determine if they get benefit; they shouldn't change programs that often. The event was considered a gradual change in therapy/symptoms. No further patient complications have been reported as a result of this event. Additional information received on 2019-sept-30 from the patient stated that they noticed less effectiveness after exercising at first and then slowly lost effectiveness. Tried (illegible) different channels slowly increasing stimulation until discomfort was felt ( per rep) but issue has not been resolved.